Event description:
Recent reporting of event occurring in 2008. The product needle was deployed. When pulling the needle back, there were no sutures. The product was rewired and a new device was placed successfully. Similar incident with the same product lot number.